Event description:
It was reported that the bronchovideoscope had a b30 error. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed - error b30. Based on the results of the investigation, it is likely the following led to the malfunction: damage or deterioration of parts, operational problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. A definitive root cause could not be identified. Olympus will continue to monitor the field performance of this device.